Event description:
The patient reported that the down arrow button has become intermittently unresponsive and is getting worse with time. The patient reportedly did not clean the pump and wore the pump inside of pocket.

Manufacturer narrative:
The ok and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.